Event description:
During a phlebectomy procedure, the handpiece was not starting and stopping as expected. The handpiece was running on its own. There was a one hour delay to remove and replace the control unit and handpiece to get it running for the completion of the procedure. No pt injury was noted.